Manufacturer narrative:
Device not returned for evaluation; follow-up conversation with physician reporting event.

Event description:
Pt underwent an l1 level balloon kyphoplasty procedure in 2006. Treating physician reported that, approx one month after the procedure, the pt reported a recurrence of low back pain. An MRI the following month did not show evidence of a new fracture or new pathology. A second MRI showed changes of the spine at the level of the kyphoplasty procedure. A culture of a tissue sample from a biopsy at l1 level was positive for propionibacterium acnes (p. Acnes). Treating physician stated that the pt is improving, and is being treated with antibiotics.